Event description:
Physician was exposed to cardinal health esteem and/or protegrity surgical gloves and had an anaphylactic reaction. Physician was given benadryl and epinephrine to save his life. Physician was admitted from the ER and transferred to the intensive care unit with a length of stay of 2 days.